Event description:
It was reported that during a regular appointment on (B)(6) 2010, the pt reported pain in the area of the pump. A livid discoloration pain and pressure on the skin was noted with no infection or dehiscence. On (B)(6) 2010, the pt was hospitalized. The intervention provided was unk. The pt recovered and therapy continued. It was noted that the pt did not have enough adipose tissue so the pump could shift near under the skin, and erosion could happen again. The pump contained prialt 6mcg/day at the time of the event.

Manufacturer narrative:
(B)(4).